Event description:
The customer reported that the instrument was not sealing properly. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. Additional questions have also been asked. When the device eval is complete or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.